Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head keeps slipping off the handle / brush head keeps falling off [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 19-sep-2017 that the oral-b brushheads, version unknown kept slipping off his/her oral-b power rechargeable toothbrush handle professional care model d20.513.3. The consumer described that when he/she was brushing in the back of his/her mouth the brush head slipped off. The consumer noted that he/she had bought multiple new brush heads but they kept falling off. No symptoms developed. Relevant history: none reported. No further information was provided.